Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: small cut on the cable and failed leak test. Based on the results of the investigation, it is likely the intermittent image issue was due to a faulty charged coupled device. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely the malfunctions identified during the device evaluation were due to component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a blinking image in preparation for an unspecified diagnostic procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head had a blinking image in preparation for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.